Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15268. It was reported that the patient was found to be unresponsive and required external fibrillation. The patient then presented to the hospital and upon interrogation, it was noted that the implantable cardioverter defibrillator - ICD exhibited inadequate pacing output and the right ventricular lead exhibited high capture threshold. The ICD and rv lead were reprogrammed. The patient will continue to be monitored.